Event description:
In 2007, patient was implanted with a gore propaten vascular graft as a-v access procedure in the right arm, from brachial artery to brachial vein. The following month, patient presented with a slight hyperemia over graft and necrosis on distal incision. On fifteen days prior to original date, an infection was noted as propaten abscess. The next day, a perigraft hematoma required a jump graft around hematoma. Five days later, patient presented with mrsa due to endocarditis leading to removal of graft. Further investigation is pending.